Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a suboptimal coaptation of the cuff. No additional information was reported.